Event description:
Per the clinic, the patient experienced swelling, pain and recurrent infections subsequent to a fall. Subsequently, the device has become exposed. The patient was hospitalized (date not reported) and treated with oral and IV antibiotics (date and duration not reported). The patient also underwent revision surgery (date not reported) in order to repair the affected site; however, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.